Event description:
The infusion pump was involved in an underdelivery with channel 2. The pump was used with a buretrol administration set to administer mefoxin. Reportedly 50 ml of solution was in burette and the pump was set at 125 ml/hr. One hour later 40 ml remained. It was also noted that the bag of fluid attached to the buretrol should have lasted only 8 hours however it did not need changing for 13 hours. The IV tubing was switched to channel 1 and reportedly there were no additional flow issues. No patient injury resulted.